Event description:
The manufacturer's representative reported that, the device was removed after an implant duration of 26 months. Reason for removal was "device related". No other info was provided. The pump contained hydromorphine and clonidine. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.